Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of approximately 40 mg/dl. Reportedly the customer was physically active. Additionally, the non-tandem continuous glucose monitor was in the warm-up period and was unable to provide readings. Juice was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.